Event description:
Boston scientific received information that the patient with this right ventricular lead experienced an inappropriate shock. Interrogation revealed noise. A lead fracture was suspected. A revision procedure was performed. When the pocket was opened, it was noted the proximal and distal lead terminal pins were switched. There was no evidence of a lead fracture. They were reconnected appropriately resolving the issue. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The device is currently undergoing analysis.

Manufacturer narrative:
The features observed on the insert suggest that the combination of partial engagement of anterior locking mechanism and anterior tibial post impingement may have contributed to the disassociation of the insert from the tibial base. Damage of the distal surface occurred due to the insert riding on the tibial tray after disassociation.

Event description:
It was reported that revision surgery was performed due to disassociation.